Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in a continuous reboot loop. A field service engineer turned the station off and back on, but it remained stuck on the same screen. The fse then re-imaged the device, added microsoft patches in the remote service support dashboard, and loaded eset antivirus software and fixed the anesthesia system with the server. The customer logged in and inventoried multiple medications successfully. After that, the fse deployed remote services support version 4.12 and configured the credential management security to encrypt the administrator password. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station had been offline and was unable to be accessed remotely. The customer stated that this malfunction caused delay and an inability to pull medication for patient on the table. However, there were no adverse events or injuries reported based on this event.